Event description:
It was reported that during the procedure, while pre-dilatation had not been performed, an 8.0x29x80 otw omnilink elite vascular balloon expandable stent system was advanced toward a heavily calcified lesion in the non-tortuous right common iliac artery, and was unable to cross the lesion. When pulling back the omnilink elite system, resistance was felt against the vessel, but force was not applied, and the stent dislodged inside of the anatomy. The physician attempted to push the dislodged stent into the left common iliac, however, the physician (also a vascular surgeon) opted to perform an endarterectomy, using general anesthesia to more easily remove the stent. The stent was successfully surgically removed and the physician opted not to treat the lesion at that time, as the issue contributed to a clinically significant delay. There were no adverse patient sequelae and no prolonged hospitalization due to the intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite vascular balloon expandable stent system instructions for use states: pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. Based on the reviewed information, no product deficiency was identified.